Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the fiber tip was damaged at 110,190 joules. Per ams quality systems review on (B)(6) 2010, this case was re-coded which resulted in this case requiring an MDR. A device eval is pending.